Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix mechanism, the lead appeared damaged at implant and the lead was stretched.

Event description:
It was reported during implant that the physician attempted to use a lead was was too short for the patient's anatomy. A longer lead was implanted. There were no patient complications reported as a result of this event.